Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was in the 300 mg/dl range with a high level of ketones and an insulin injection was used to address the bg level. The customer was hospitalized due to the high bg level and the flu. The customer changed the supplies on the pump. Reportedly, the customer had been using humalog insulin within the cartridge for more than 48 hours. Although requested, additional information regarding the hospitalization was not provided.